Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Fidelis proximal ring rust/corrosion/green in trifurcation. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was removed electively at time of device replacement. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.